Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential device malfunction addressed in the product labeling.

Event description:
Health professional reported that during injection one syringe of juvéderm® ultra xc "exploded." Patient contact was made. No injury occurred.

Manufacturer narrative:
Device analysis: 1 empty syringe of 1.0ml received in an opened tray without cap but with one needle. No defect observed.

Event description:
Health professional reported that during injection one syringe of juvéderm® ultra xc "exploded." Patient contact was made. No injury occurred.